Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test and excessive no delivery test. Unit was unable to prime during prime test due to moisture damage. No excessive no delivery alarm noted during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack next to the battery cap. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.